Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument suddenly couldn¿t work. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the hospital is unable to provide more information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.